Event description:
Device issue: none. Adverse event: death. Onset of adverse event: approximately 3-4 years post procedure. It was reported that the 2.5 x 28 mm xience v was successfully implanted on (B) (6) 2006, in the right coronary artery (rca), in the posterolateral segment artery (plsa). The patient died of unknown causes 3-4 years post stenting procedure. The exact date of death and cause of death were not reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Death is a known adverse event as listed in the product instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.